Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device had difficulty and stopped aspiration. During a thrombectomy procedure, the doctor selected a angiojet® solent¿ proxi for use. Aspiration was started and the physician noted the device was struggling to work in thrombectomy mode and eventually completely stopped working with an error code telling the physician to replace the catheter. The procedure was considered complete in a satisfactory manner. No patient complications were reported and the patient status was fine.